Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a a1059 mayfield modified skull clamp slipped when it was applied and under tension while on the patient. Additional information received on (B)(6) 2018 indicating that the event happened on (B)(6) 2018 and noticed that the head was slipping when the clamp was under tension during the posterior cervical discectomy procedure. There was no patient injury and surgery delay reported. The procedure carried on and finished with no adverse outcome or effects.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement; when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Pm maintenance and cleaning required at this time. Unit needs heli-coils added to large starburst threads. The device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported event was unconfirmed.

Event description:
N/a.